Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was unable to be interrogated over conductive telemetry. The lp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Analysis performed found no anomaly related to the reported event interrogation problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.